Event description:
Nellcor puritan bennett received information stating a ventilator alarmed while in patient use. Patient was placed on a second ventilator. As per hospitals biomed, ventilator did not contribute to patients demise. Unit has been evaluated by a npb's customer support engineer (cse) and replaced the power supply and gui pcb.